Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating target lesions in the ramus artery and the obtuse marginal artery. Two xience sierra stents, a 2.25 x 8 mm stent and a 3.0 x 8 mm stent, were implanted in the ramus and a 3.0 x 8 mm stent was implanted in the obtuse marginal. On (B)(6) 2020, the patient presented with angina. Cardiac catheterization was performed on (B)(6) 2020 and showed in-stent restenosis in the ramus, at the site where the 2.25 x 8 mm xience sierra was implanted. Revascularization was performed, with implant of a 2.5 x 8 mm xience sierra stent. Additionally, the proximal circumflex (cx) artery stenosis was noted to have worsened and a 3.5 x 8 mm unspecified stent was implanted. The patient condition resolved on (B)(6) 2020. No additional information provided.